Manufacturer narrative:
(B) (6)

Event description:
A hemodialysis user facility has reported an event. The initial report received has reported an event of where the arterial line had separated at the twister segment. The facility has been contacted for additional detail of this event. It has been learned that at 3 hrs into the dialysis treatment, the air alarm went off. The pt care tech responded and inspected the treatment set and it appeared to be all intact. The tech then reset the machine to continue the treatment when the line broke off. The tech also verbally confirmed that the incident was not a complete separation, but a partial separation at the arterial port. Additionally, she reported that no blood was returned and that the pt is reportedly fine. It has later been learned in speaking with this reporter, that the lines have been saved for eval and when they went to disinfect them, the area reported in this incident was now found to be totally separated. It was also reported that this event resulted in an estimated blood loss of 250ml.